Event description:
Iglesias-garcia et. Al, 2015 ¿ "p0834 observational, multicenter study to evaluate the diagnostic accuracy of a new eus 20-gauge needle for intraintestinal and extraintestinal lesions". Eus-guided biopsy with the 20-gauge procoretm histology needle with reverse bevel (3-hd-20) for the evaluation of intraintestinal or extraintestinal lesions. This complaint will capture 01 cases of off-label use of using echo procore for mediastinal ln, lung cancer lung biopsy. Patient outcome: no patient harm caused. Patient/event info - notes: 51 patients (mean age 62.2 years, range 36-83 years, 26 male).

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. This file was created from the attached journal article, "p0834 observational, multicenter study to evaluate the diagnostic accuracy of a new eus 20-gauge needle for intraintestinal and extraintestinal lesions complaint files (B)(4) were opened as a result of this article. (B)(4) (netherlands) captures 1 case of off-label use where the echo-hd-3-20-c device was used mediastinal ln, lung cancer lung biopsy. (B)(4) (italy) captures 1 case of off-label use where the echo-hd-3-20-c device was used mediastinal ln, lung cancer lung biopsy. (B)(4) (france) captures 1 case of off-label use where the echo-hd-3-20-c device was used mediastinal ln, lung cancer lung biopsy. Manufacturing records: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review historical data: historical data was not reviewed as the lot number is unknown. Instructions for use and label: the instructions for use (ifu0077), which accompanies this device instructs the user that "this device is used with an ultrasound endoscope for fine needle biopsy, (fnb), of submucosal lesions, mediastinal lesions, lymph nodes and intraperitoneal masses within or adjacent to the gastrointestinal tract " and in the notes section ¿do not use this device for any purpose other than stated intended use.¿ as per the instructions for use (ifu0077), which informs the user about the potential complications "those associated with gastrointestinal endoscopy include, but are not limited to: perforation, hemorrhage, aspiration, fever, infection, allergic reaction to medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest, damage to blood vessels, nerve damage, and acute pancreatitis. Those associated with eus needle biopsy include but are not limited to: pain, death, peritonitis, portal vein gas and thrombosis, pneumoperitoneum and tumor seeding of the needle tract." There is evidence to suggest that the customer did not follow the instructions for use. (Ifu0077). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause can be attributed to the off-label use of the device, when the device is used outside its stated intended use, it may lead to outcomes that were never intended to happen and were never studied. The echo-hd-3-20-c was used in the study for one case of mediastinal lymph nodes. This use of the device was confirmed as off-label use by our medical advisor as the echo-procore device should not be used for lung biopsy. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, iglesias-garcia et. Al, 2015 off-label use (spain) confirmed quantity of 01 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause can be attributed to the off-label use of the device, when the device is used outside its stated intended use, it may lead to outcomes that were never intended to happen and were never studied. The echo-hd-3-20-c was used in the study for one case of mediastinal lymph nodes. This use of the device was confirmed as off-label use by our medical advisor as the echo-procore device should not be used for lung biopsy.

Event description:
A supplemental report is being submitted due to completion of investigation on 23-aug-2024.